Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and a supply bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of five. The patient was connected at the time of the alarm. During troubleshooting, it was determined that there was a loose connection in the supply bag. The renal therapy services agent (rtsa) assisted the patient in ending the therapy and advised to start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.